Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient experienced six high blood glucose event on 19-feb-2026 and the patient was treated with pen, pump and changed cannula. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 6. Patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.